Event description:
It was reported by service report that the footboard was missing the main module, and the communication cord had bent pins. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: footboard missing the main module. Communication cord had bent pins. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.